Event description:
The customer reported that the heartstart xl failed to esa (electrical safety test) and that "grounding internally was damaged." There was no report of patient involvement.

Manufacturer narrative:
(B)(4).